Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. Upon removal of the sensor pod, the patient was unable to locate the sensor wire. The patients sensor was inserted on 04/07/2015. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).